Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-05391. The patient has two leads for off-label use (occipital location). It was reported the patient experiences pain/discomfort when he moves his head. As a result, the patient will undergo surgical intervention to address the issue.